Manufacturer narrative:
Despite multiple attempts to obtain additional information from the surgeon, no additional information has been received. Visual inspection found one haptic arm bent and the optic torn or cut nearly to the center. Functional and dimensional testing cannot be performed due to the damage. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
The patient reportedly experienced blurry vision the day after lens was implanted. Anterior lens vaulting was discovered approximately three weeks post implant and the lens was explanted according to the report. The patient also reportedly experienced corneal edema and post-op uveitis; unknown anti-inflammatory medication was prescribed. In the surgeon's opinion post surgery inflammation is the most likely cause of this event.